Event description:
An aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is severely calcified. The device was explanted during surgical conversion after a failed attempt to cannulate the contra gate of the main device. The patient had a large infrarenal aaa, with iliac artery aneurysms bilaterally. After the main device was successfully deployed without incident, the implant procedure was discontinued due to the inability to cannulate the contralateral guidewire into the gate. It was reported that the patient had a circular concentric ring of calcium within the body of the aortic aneurysm, which effectively divided the aneurysm into two true lumens, and precluded proper deployment and placement of the endografts. The patient was successfully converted to open repair. The surgical procedure was successful and the patient was reported to be doing fine. No additional sequelae were reported. Medtronic has received the device and its analysis has been completed. Upon examination of the returned stent graft no integrity issues were found.